Event description:
The customer reported the device will not deliver appropriate shock. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported the device will not deliver appropriate shock. No pt harm was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned page.